Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2020 with the following findings: during investigation, the cartridge compartment was found to be cracked, the returned cartridge cap was unable to properly secure on the returned pump. The returned cartridge cap was found to be undamaged and able to properly secure to the test pump. The battery compartment was previously found to be damaged and was reported on (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2020 the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the cartridge compartment was cracked causing the cartridge cap to not stay attached to pump resulting in elevated blood glucose (bg) over 250 mg/dl but under 500 mg/dl with no reported additional signs or symptoms of hyperglycemia. This incident does not meet animas' definition of an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.